Event description:
It was reported that there were low out of range impedance readings. They were at the post-operation after a primary cell device was replaced and they had noted 9/11 pair had impedance of 39 ohms. The short was first noticed on the date of this report. Impedances were c/11-605, c/9-610, c/8-1285, c/10-867, 8/9-1323, 8/10-1683, 8/11-1315, 9/10-785, 9/11-39, 10/11-789. They were unsure of therapy status but the patient had been programmed to 9-10 prior to the replacement on the date of this report. No outcome was provided. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3387s-40, lot# v298925, implanted: 2009-(B)(6), product type lead. Product ID 3387s-40, lot# v298925, implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the impedance issue was resolved to some degree. The patient was programmed by the doctor and discharged from the hospital on (B)(6) 2014. The cause of the impedances was unknown. The reporter had not heard from the patient since.